Event description:
This report is being filed upon notification from our mr MFR of an event that occurred. Problem: a pt was under anesthetic and scanned with the synergy spine coil while the pt was using a third party ECG-leads (tesla plus from mipm). After the examination, the connection between an ECG electrode and the ECG lead was very hot. Also, it had a melted ECG clip. A third degree burn appeared under this ECG electrode located at the chest position.